Event description:
As reported by the study, this pt was enrolled in the study in 2004. A staged procedure was performed, during which a lesion in the proximal rca was treated and then two months later, a lesion in the mid to proximal lad was treated. The pt was randomized to the bare metal arm of the study. However, during the index procedure, three stents were deployed. They included an express bare metal stent, a liberte monorail bare metal stent and a 2.75x18mm cypher stent. Additional details regarding the procedure are not available. During the three-year follow-up, it was learned that the pt had a pci in 2007, and also three months later. Additional details are not currently known regarding which of the three stents were associated with these event. Relationships to the cordis device and procedure were not available.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within thirty days upon receipt.